Manufacturer narrative:
D10 concomitant products: unknown cool ti, unknown cool tip elecrtrode (lot#:unknown) shi-liang caoa, wan-ying shib, zhen-long zhao ,ying weia, na yua, jie wua, li-li penga, yan lia and ming-an yua. "Investigating the optimal maximum diameter of benign thyroid nodules for thermal ablation on the basis of complete disappearance rate", 2024, department of interventional medicine, china-japan friendship hospital. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study identified the optimal maximum diameter of benign thyroid nodules (btn) for thermal ablation based on complete disappearance rate after thermal ablation. This retrospective study between june 2014 to january 2022 included 405 patients with 639 btns who underwent either microwave ablation with a competitor and cool-tip rfa. In the subgroup with an md > 25 mm minor complications occurred in eight cases: hematoma (6), xerostomia (1), fever and ear pain (1). In the subgroup with a md less than or equal to 25mm one minor complication of perithyroidal hematoma occurred. Investigating the optimal maximum diameter of benign thyroid nodules for thermal ablation on the basis of complete disappearance rate; shi-liang cao; international journal of hyperthermia 2024.